Event description:
It was reported that the patient underwent a 1 level corpectomy with peek and rhbmp-2/acs. The rhbmp-2/acs was prepared per the labeling. Approximately two weeks post-op, the patient was experiencing generalized weakness and a neurological deficit. Post-op MRI showed a possible anterior c4 cord compression with fluid behind the esophagus. An exploratory surgery was conducted in early 2009.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.